Event description:
It was reported that during use of this drill, it became hot all over. The customer reported using a back up unit to complete the oral surgical procedure without further problem. There was no report of serious injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: the drill was received for evaluation and the reported problem was confirmed. During testing of this drill, excessive heat was noted in the collet. In addition, it was noted that the last date for repair for this unit was september 2005. The handpiece instruction manual warns the user of the following: overheating might occur if the instrument or accessory bearings are worn or are not kept cleaned. Continually check all parts of the instrument or its attachments for overheating and discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the patient or operating room personnel. The service interval for this drill is every 12 months. The customer is not sending in the bur guard associated with this event, as they do not know which bur guard was in use at the time the drill overheated. In addition, the customer reported that they routinely test their bur guards for function prior to use.